Event description:
The customer reported that after approximately 12 seal cycles, the device would no longer open. The surgeon used a grasper to manipulate the device from tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.